Manufacturer narrative:
No samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Investigation conclusion: indeterminate. No samples or photos were returned for analysis.

Event description:
It was reported that during use of the unspecified bd pen needle there was an issue with leakage.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the unspecified bd ¿ pen needle there was an issue with leakage.